Event description:
In 2007, the patient reported that her blood glucose was elevated to 530 mg/dl and the buttons on her infusion device were not functional. The patient injected insulin via syringe to lower her blood glucose. Her normal blood glucose level is 185 mg/dl. She stated that she was using a recalled power pack that had been in use for over 2 weeks. The patient was sent a corrected power pack for troubleshooting. Upon follow up on two days later, the patient stated that she inserted the corrected power pack into the infusion device and the buttons were still not functional. The patient does not have a backup infusion device and she stated she would remain on injection therapy. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.